Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While in preparation, a large amount of flushing fluid leaking from the hemostatic valve was noted. During the evar procedure, a large amount of blood leaked from the hemostatic valve. A sheath was inserted into the hemostatic valve to stop leaking. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), trends, specification, quality control and a visual inspection and functional testing of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow.¿ there is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The visual examination reported the inspected device had a detectable tear in the silicone disk. Rotation of the valve verified iris valve functioned as intended. Testing was done without the dilator by flushing the system with water, a leak was not detected. The tester than inserted the 16fr dilator and flushed the system with water, a slow drip was detected coming from valve. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
While in preparation, a large amount of flushing fluid leaking from the hemostatic valve was noted. During the evar procedure, a large amount of blood leaked from the hemostatic valve. A sheath was inserted into the hemostatic valve to stop leaking. The patient did not experience any adverse effects due to this occurrence.